Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that tubing separated at pump segment after unloading the set from the pump module to remove the air bubbles, as the pump was beeping air in line. The event occurred during an infusion of total parenteral nutrition (tpn) infusion. The nurse spoke with nurse practitioner, patient was started on dextrose 5% in 0.45% normal saline and new lipids infusion was hung. Although requested, additional information was not provided.